Manufacturer narrative:
(B)(4). Batch # m55p6u. The analysis results found that the ets45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, it was found that the deployed staples of the distal end were unformed though the other deployed staples were formed properly after the 1st firing on the bronchial tube. The cartridge was blue. Additional suture was performed to complete the case. There were no adverse consequences to the patient.